Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (3.0 mg/ml at 0.72 mg/day) via an implantable infusion pump. It was reported that a catheter revision was performed because the tip of the catheter was no longer in the intrathecal space. A new spinal segment was implanted and connected to the existing pump segment. It was also noted that fluid was removed from the pump pocket prior to the surgery. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.